Event description:
Following implantation of the trial evoke spinal cord stimulation (scs) system, the patient reported right-sided ocular discomfort, watering of the eye, and photophobia. Narcotics were prescribed; however, the indication for narcotic use remains unknown (i.e., whether prescribed for these symptoms or pre-existing pain). The scs system was turned off and removed the next day. The patient reported that device removal was painful and presented to the emergency department later that day. Imaging demonstrated pneumothorax and air within the spinal canal; no intervention was reported. The patient was evaluated by an ophthalmologist on (B)(6) 2026, who ruled out primary ocular causes for the symptoms and referred the patient to a neuro-ophthalmologist. Between (B)(6) 2026, the patient developed severe eye pain, photophobia, diplopia, insomnia, tachycardia, tremors, and ptsd-like night terrors. On (B)(6) 2026, the patient was transported to the hospital with suspected stroke which was later ruled out. The patient was hospitalized and a diagnostic MRI was performed. The patient was discharged with a recommendation for neuro-ophthalmology follow up. At the time of reporting, additional information is not available.

Manufacturer narrative:
The leads were not returned to saluda. Device logs were reviewed and identified intermittent disconnected electrodes. The impedance findings are not considered to be related to the patient's reported symptoms. A root cause for the reported patient symptoms could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "epidural hemorrhage, spinal cord injury, possible paralysis or other neurological complications" and "weakness, clumsiness, numbness, abnormal sensations or pain." The manufacturing records were reviewed and product met all requirements for release. Lead information: serial/lot #: (B)(6), manufacture date: aug 6, 2024, expiration date: aug 6, 2026. Serial/lot #: (B)(6), manufacture date: nov 8, 2024, expiration date: nov 8, 2026.